Event description:
It was reported that the patient with this pacemaker device exhibited oversensing on the right atrial (ra) channel. Technical services (ts) reviewed and stated that it looked like some delay that was falling into blanking period, then another oversensed beat of a premature atrial contraction (pac) and this had been happening since implant. Ts recommended to adjust sensitivity. This device remains in service. No adverse patient effects were reported.